Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the lid fell off of the roller pump. The perfusionist was able to put the lid back on and use the device for the case. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.